Manufacturer narrative:
Phone not provided.

Event description:
During periodic maintenance of the ventilator, the manufacturer¿s international service technician reported that the data acquisition (da) board failed upon arrival the leak test. There was no patient involvement.